Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-38; this condition had the potential to interrupt delivery. This condition was found in the ER upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code f-38 was confirmed during product evaluation. This condition was caused by the force sensing resistors (fsr) being out of calibration. The fsrs were replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.